Event description:
Elderly male with confusion/disorientation had fall-precautions in place. Patient got up to go to the bathroom and chair alarm did not go off (set as alarmed and activated under patient). Tested and still did not work, so a new one was set up and tested ok. Patient sustained 4 skin tears to left arm, bruise/contusion. Fall precautions include the following in place at time of fall: bed in low position, bed table in reach, call bell in reach, call light/phone/bedpan/other personal items in reach, caution signs in place, chair alarm, fall alert , hourly (or more frequent) comfort and toileting rounds, light/night light on, non-slip footwear, patient family education, patient situated close to nurse's station, physician/occupational thx, use of gait belt.